Event description:
The reported event occurred on an unspecified date involved a plum 360¿ infuser. It was reported that the pump was removed from service because a patient¿s chemotherapy infusion finished two hours earlier than it was supposed to. There was a patient involved; however, there was no harm nor injury reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Visual and functional testing: the device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. No event history was received from the customer, a review of the event history / alarm logs could not be performed. Without the return of the device or the device logs, the reported complaint could not be replicated or confirmed.